Event description:
Customer reports back to back blood sugars of 283 mg/dl, 192 mg/dl, and 63 mg/dl on her advantage system. These blood sugars were one right after each other within less than 10 minutes. Customer feeling shaky the entire time she tested and had taken 7 units of humalog 2 hours earlier based on a reading of 198 mg/dl. Customer self-treated her hypoglycemia. No adverse event reported. Requested return of suspect device and replacement was sent.